Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: this complaint is opened to address a type 1b endoleak in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2020, the 74-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of two zta-p-38-217s and a non-cook graft, beginning at zone 2. The procedure included left subclavian to left common carotid bypass. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed a type ib endoleak related to the most distal implanted zta-p-38-217. The type ib endoleak was treated with secondary intervention on 22apr2021, endovascular placement of an additional proximal zta component (placed distal to the study devices). The event was considered related to the study device, not related to the treated aortic disease or the procedure, and not due to a device deficiency. In addition, there was no significant growth of the aneurysm sac. Distal neck is noted to be severe tortuous. Length of distal sealing zone is 110 mm and the distal neck maximum diameter was 41mm. Review of the device history record gave no indication of the device being produced out of specification. Images are not collected for this study and are therefore not included in the investigation. According to the instructions for use (IFU) ¿key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation¿ furthermore,¿ undersizing or oversizing may result in incomplete sealing or compromised flow¿ the distal neck maximum diameter is 41 mm, and the diameter of the complaint device is 38 mm, furthermore, the distal neck is noted as severely tortuous. Based on this it is possible that undersizing and landing in a tortuous anatomy both contributed to the reported type 1b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): a type ib endoleak was reported 66 days post-procedure. On (B)(6) 2020, the 74-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of 2 x zta-p-38-217s and a non-cook graft, beginning at zone 2. The procedure included left subclavian to left common carotid bypass. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed non-patent study device, no thrombus, no device issue, and a type ib endoleak. The type ib endoleak was treated with secondary intervention on (B)(6) 2021, endovascular placement of an additional proximal zta component (placed distal to the study devices). The event was considered related to the study device, not related to the treated aortic disease or the procedure, and not due to a device deficiency. Additional information provided: ¿on the 1-month follow-up scan (dated (B)(6) 2021): presence of a type ib endoleak at the distal neck of the zta graft (e4027804). There was no significant growth of the aneurysm sac. Surgical decision to add a thoracic extension. Intervention on (B)(6) 2021: placement of a zta p-38-217 graft (e4069456) a few centimetres above the celiac trunk with good overlap with the previous thoracic module (e4027804). Arteriographic monitoring showed good patency of the celiac trunk, with no endoleaks visible. Patient outcome: the endoleak is noted as resolved without sequelae with successful secondary intervention.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.